Event description:
Reporter stated the patient lost consciousness in the morning on (B)(6) 2014. He was transported to the hospital by ambulance, and his blood glucose was near 1,000 mg/dl. He received an insulin infusion as treatment and is now awake and responsive. The diabetes counselor found e4 occlusion errors in the infusion device history from 5:35 a.m. The infusion device and cartridge were requested for evaluation. The infusion set was discarded.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy, occlusion limits and alarm functions were tested successfully and all test results were within product specifications. The adapter passed the optical inspection successfully. The used cartridge was visually inspected, leak tested, and glide force measured. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. In addition, the glide force test results were in accordance with the specifications.